Event description:
It was reported that patient underwent total hip arthroplasty in (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2012, due to fracture of the acetabular liner. During the revision procedure, metallosis was noted.

Manufacturer narrative:
Review of explanted device found that the rim had fractured along the top of the ring groove. Striations on the liner suggest that cyclic fatigue may have contributed to the fracture. Review of radiographs from the patient indicate that the acetabular cup was positioned more vertically than is optimal, allowing for increased loading on the lip of the acetabular liner. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components".

Manufacturer narrative:
Implanted date - (B)(6) 2010. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reaction". Number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.